Manufacturer narrative:
Vyaire technical support reported that this touchscreen problem is a clear case of a known issue affecting 6th generation touchscreens (non-responsive/slow-reacting) in which the root cause has been traced to the soldering process of the chip carrier to the touch controller board. An 806 report reference number 3004553423-11/21/19-002-c is in scope for the suspect device and a software fix will be made available. Additionally, the technical support initiated a new user interface assembly replacement to customer.

Event description:
The customer reported bellavista 1000e with unresponsive touch screen while connected on a patient. The medical staff in-charge was not able to adjust the setting and had to restart the ventilator by force-quit. The customer confirmed that the patient was ambu-bagged while doing a unit restart and did not replaced the machine until the end of the therapy. Furthermore, there was no harm, injury or impairment to patient associated with the event. The (B)(6) hospital has an initial report of this case to (B)(6).